Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value of over 600 mg/dl. The customers other blood glucose level was 123mg/dl and 367mg/dl. Customer treated with manual injection. Customer also reported insulin pump receive pump error alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Advised customer to performed self test which was passed. The device will not be returned for analysis.